Event description:
It was reported that the patient underwent a revision procedure due to progression of out-of-range (oor)/impedence failure of the left lead. The physician decided to replace both leads. Two new leads were implanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4).